Manufacturer narrative:
(B)(4). Date sent: 1/27/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted, and 100% present. In addition, the pad was firmly attached to the jaw and not detached as reported the device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. It should be noted that product failure is multifactorial. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. This is a photo analysis for an image submitted to ethicon endo-surgery for evaluation. Image: the image received is what appears to be a harhd36 device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. It should be noted product failure is multifactorial. No conclusion could be reached as to how this issue occurred through photo analysis. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the surgeon¿s comment: ¿why was not the alarm working though the tissue pad was missing? I washed the surgical site, but I could not find the missing piece. I would like to know the cause of broken the tissue pad.¿ the surgeon informed the patient and the family the piece of tissue pad may fell into the patient the patient is stable. Was the patient¿s hospitalization prolonged due the issue with the device? It is unclear if the hospitalization prolonged, but as of december 28, it was reported that the patient was not adversely affected. Were there any additional attempts made to try and find the tissue pad? =>only the 2l cleaning process has been reported. No further information will be available. Is a picture or pictures available of the device and end effector? =>the photo taken when writing the report in (B)(6) can be found in ecm is it just the white teflon pad that is missing or is the entire clamp arm missing? => please refer to the photo from ecm. Did the patient have any post-operative issues that could be contributed to the possibility of a foreign body being left in the patient? => no post-operative issue has been reported. No further information will be available. Was the post-operative care altered in any way due to the issues with the device? => there is no report about that. No further information will be available. What is the current patient condition? => as of december 28, it was reported that the patient was not adversely affected. Not sure if she is currently hospitalized. Has anyone contacted the sales rep to attempt to obtain the gen11 log file? =>no further information will be available. The surgeon asked ¿why was the alarm not working even though the pad had detached?¿ what alarm is the surgeon referencing? Audible sound? Screen message? =>no further information will be available. Can we confirm which member of the peri-operative team observed the missing tissue pad? =>no further information will be available. Does the surgical team recall any other alarms or screen messages from the generator during this procedure? =>there were no alarms on display. Does the surgical team recall any noises (hissing, screeching, etc.) Originating from the hd1000i device during the procedure? =>no further information will be available. Approximately how many activations occurred or what period of time elapsed between the last time the jaw of the device was cleaned and the surgical member observed the tissue pad missing? =>no further information will be available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during a laparoscopic hepatectomy, the nurse found that the tissue pad had fallen off after the device was used for 6 hours. The water was strained after the 2l cleaning process, but no tissue pad was found and the wound was closed. The blade tip was not broken off. There is a possibility that the tissue pad had been left in the patient. Gen11 was used. Another device was used to complete the case. The patient is a female, and she is still hospitalized. No further information is available.